Manufacturer narrative:
(B)(4). Patient medications includes but is not limited to: vessicare, advair, travachol, flonaise, aspirin, multi-vitamin. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU), states, adverse events that may occur and / or require intervention include, but are not limited to: endoleak.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. On (B)(6) 2017, the patient underwent re-intervention and a gore® excluder® aortic extender component was placed proximally to extend coverage and resolved the endoleak. No aneurysm enlargement was noted, and device migration is unknown. The initial procedure was performed by another physician and images were not available to confirm original placement of the devices. The patient tolerated the procedure.